Event description:
It was reported that a wearable failure occurred. The wearable was inserted into the arm on (B)(6) 2026. On the same day, it was reported that the patient's sensor failed the day it was put on the arm. She has a tandem t: slim x2, pump but it's not automated. The was reportedly aware of the wearable failure and she decided to proceed going to sleep. Around 3am, she woke up and started vomiting and felt nauseated. Initially she thought she ate something that would made her feel sick unrelated to her glucose levels. By noon, her sister arrived and noticed she was disoriented, so her sister immediately called 911. There was no finger testing done nor any treatment/medication taken up to this point. The paramedics came and checked the patient. They took her bg fingerstick values which were high. She was taken to the hospital where she was also finger tested. The results showed that she has high. She couldn't specify the values at the hospital. She was not wearing a cgm since the last sensor failed. She was admitted in the ICU, given IV fluids and insulin drip. She was monitored and treated and was discharged on (B)(6) 2026. During the report, she was feeling better but very tired. Performance data was reviewed. The allegation was confirmed via data. The probable cause could not be determined via data. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hyperglycemia.